Event description:
As reported, on (B)(6) 2025, a ventralight st mesh w/ echo 2 was used during a procedure. As reported the mesh was "placed on the second intestine." Adhesions were observed approximately two weeks post-implantation. It was reported that the patient underwent surgical intervention and the adhesions between the mesh and the intestine were surgically removed. During this procedure there was no placement of an additional mesh. There was no patient injury, and the current status of the patient is stable with no ongoing issues.

Manufacturer narrative:
As reported, patient developed mesh adhesions to the intestine two weeks post-implantation of ventralight st mesh (echo 2). Based on the information provided, no conclusion can be made. Per the instructions-for-use, supplied with the device, "it is extremely important that this product is oriented correctly to function as intended. The visceral coated side of ventralight¿ st mesh (which contains the echo 2¿ positioning system frame) is designed to temporarily separate tissue surfaces and minimize tissue attachment to the mesh. Place the bioresorbable, coated side against those surfaces where minimal tissue attachment is desired, i.e., against bowel or other visceral structures. The uncoated polypropylene mesh side must face the surface where tissue ingrowth is desired. The uncoated polypropylene mesh side should never be placed against the bowel or other visceral structures." A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only complaint for the reported lot of 115 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.